Manufacturer narrative:
Device was received with an unresponsive keypad at every button. Unable to perform the displacement test and self test due to keypad anomaly. Unresponsive keypad isolated to the pump case or keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the keypad was not responding as needed and the issue was worst by the time all buttons were need to be pushed hard or multiple times to respond. The customer was asked customer to return broken pump for analysis. The insulin pump will be returned for analysis.